Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepped per the instructions for use (IFU) and was inserted without issues. However, while crossing the left atrium (la), a clot on the sgc was observed. The sgc was retracted into the right atrium (ra), and aspiration was performed to remove the clot. The sgc was removed and replaced. The procedure was completed with two clips implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined. Perforation is listed as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.